Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. A surgery was performed two weeks later and a crack in the left cylinder connecting tube was identified. All components were removed and replaced with a malleable prosthesis, per the patient request. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported event was confirmed as analysis identified a cylinder bulge was identified. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had leaks in the cylinder bodies that were the result of a sharp instrument damage which probably occurred during the explant surgery; a hole was present. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The first cylinder also had an excess air between the inner and outer tubes when inflated with syringe; bulging was present. Both cylinders were not pressure test due to that leak was identified. The identified cylinder bulge could affect the functionality of device and the reported of mechanical issue. The pump was leak tested, visually inspected, examined and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified within the pump. The reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. A surgery was performed two weeks later and a crack in the left cylinder connecting tube was identified. All components were removed and replaced with a malleable prosthesis, per the patient request. The patient had a stable outcome.